Event description:
General electric (ge) patient data module (pdm) sporadically discharged the patient from the ge medical b650 patient monitor. This allows for potential missed alarms and loss of data from the pdm. The patient monitor exhibited what appeared to be a communication error. There was a loss of all parameters from the screen. No adverse patient outcome.